Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00803, 2210968-2012-00805 and 2210968-2012-00806. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: a used suture was returned for evaluation. The suture was cut on one end. The other end had a ''bunched'' sheath with an extended core, which was cut. The end of the ''bunched'' sheath appeared cut or clipped off. The sheath apparently separated at the needle-suture junction during use, sliding against the suture and bunching as the attached core was pulled and extended, eventually being cut by the end-user. The force required to separate the sheath from the needle could not be determined. The needle was not present for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.